Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage on electronics was noted. The pump had scratched display window.

Event description:
It was reported of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 405 mg/dl. The customer stated that the button was not pressed for longer than 3 minutes. The customer will return the pump for analysis.